Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced vasospasm and chest pain. It was reported that a farawave 2.0 nav was selected for use during a pulsed field ablation (pfa) that occurred on (B)(6) 2025. Later, on (B)(6) 2026, the physician has informed that a patient had a delayed vasospasm post pfa pulmonary vein isolation (pvi). It was a straightforward pfa, along with 36 ablations (veins only, no posterior wall or mitral isthmus). No drop in hemoglobin or evidence of hemolysis were noted. After three (3) hours post-procedure the patient had diffuse anterior tw changes with transient chest pain, brief and settled with gtn administration but real ECG changes. The coronary angiogram done on the next day was clear. The patient was hospitalized beyond standard of care. It was noted that the patient fully recovered. In the physician's opinion, the pfa applications caused delayed vasospasm resulting in chest pain. The device was disposed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced vasospasm and chest pain. It was reported that a farawave 2.0 nav was selected for use during a pulsed field ablation (pfa) that occurred on (B)(6) 2025. Later, on (B)(6) 2026, the physician has informed that a patient had a delayed vasospasm post pfa pulmonary vein isolation (pvi). It was a straightforward pfa, along with 36 ablations (veins only, no posterior wall or mitral isthmus). No drop in hemoglobin or evidence of hemolysis were noted. After three (3) hours post-procedure the patient had diffuse anterior tw changes with transient chest pain, brief and settled with gtn administration but real ECG changes. The coronary angiogram done on the next day was clear. The patient was hospitalized beyond standard of care. It was noted that the patient fully recovered. In the physician's opinion, the pfa applications caused delayed vasospasm resulting in chest pain. The device was disposed. It was further reported that the patient made a full recovery. Three hours after the procedure, as the patient was being monitored, they experienced chest pain which was associated with st and t wave changes on the ECG. This was transient and brief. When treated with gtn the chest pain settled and the ECG changes resolved. Since the angiogram the next day was clear, it is assumed these ECG changes were caused by delayed vasospasm.

Event description:
The patient experienced vasospasm and chest pain. It was reported that a farawave 2.0 nav was selected for use during a pulsed field ablation (pfa) that occurred on (B)(6) 2025. Later, on (B)(6) 2026, the physician has informed that a patient had a delayed vasospasm post pfa pulmonary vein isolation (pvi). It was a straightforward pfa, along with 36 ablations (veins only, no posterior wall or mitral isthmus). No drop in hemoglobin or evidence of hemolysis were noted. After three (3) hours post-procedure the patient had diffuse anterior tw changes with transient chest pain, brief and settled with gtn administration but real ECG changes. The coronary angiogram done on the next day was clear. The patient was hospitalized beyond standard of care. It was noted that the patient fully recovered. In the physicians opinion, the pfa applications caused delayed vasospasm resulting in chest pain. The device was disposed. It was further reported that the patient made a full recovery. Three hours after the procedure, as the patient was being monitored, they experienced chest pain which was associated with st and t wave changes on the ECG. This was transient and brief. When treated with gtn the chest pain settled and the ECG changes resolved. Since the angiogram the next day was clear, it is assumed these ECG changes were caused by delayed vasospasm.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of vasospasm and chest pain are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of vasospasm and chest pain are a known inherent risk of the farawave catheter. Vasospasm is an expected procedural complication addressed within the IFU for the farawave catheter. Per additional information it was stated that the chest pain experienced by the patient was associated with st and t wave changes on the ECG, and that it was assumed these ECG changes were caused by delayed vasospasm. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.